Manufacturer narrative:
This report is being supplemented to provide information that was inadvertently left out of the initial medwatch report and to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the foreign material could not be identified. Hence, a definitive root cause of the foreign material remaining in the subject device could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: - detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the gastrointestinal videoscope had a chipped lens and physical defect of the bending section. During the device evaluation, the following reportable malfunction was found: a whitish foreign material was found inside the a/w (air/water) tube, a/w cylinder, the j (jet) tube, the plastic distal end cover, and the light guide lens. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: c (plastic distal end cover) cover and lg (light guide) lens contained foreign material that remained from previous procedures, s (suction) connector label was peeled, objective lens cracked, lg lens cracked, a-rubber adhesive with visible thread, connecting tube wrinkled, and universal cord corroded. In addition, the grip was deformed. Air/water-cylinder and scope cylinder had no color. The scope-cover was deformed. The switch box had a scratch. Due to adhesive peeling on the distal end, insulation resistance value at distal end does not meet the standard value. The image guide protector had a cut. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.